Manufacturer narrative:
D10 concomitant products: ls1020, ls1020 ligasure atlas handswitch 20 cm (lot #: s25j0015). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic adhesiolysis procedure for treatment of adhesions, it was reported that when attempting to seal tissue, sealing was inadequate or partial despite evidence of energy delivery and end tones being heard. It was also reported that the device would seal and then pulled the eschar off the tissue. The procedure time was extended, and the exact duration of the extension was not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: b5, g3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic adhesiolysis procedure for treatment of adhesions, it was reported that when attempting to seal tissue, sealing was inadequate or partial despite evidence of energy delivery and end tones being heard. It was also reported that the device would seal and then pulled the eschar off the tissue. There was no regrasp alert or other error. The procedure time was extended, and the exact duration of the extension was not known. The procedure was completed by hand tying using sutures. The generator has worked with other hand pieces. No patient complications have been reported as a result of this event.